Manufacturer narrative:
(B)(4). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available. Investigation findings - 3204 biological problem identified. Investigation findings - correction to disregard 3221 no findings available. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with rash, redness, and inflammation extending beyond the patch perimeter which occurred four days after the sensor had been inserted in the thigh. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed and is consistent of an infection of the skin. The reaction is described as cellulitis in the text of the photo. The patient consulted a doctor and was prescribed an unspecified dose of tylenol every 5 hours and cephalexin (undisclosed dose and frequency). There was no documentation of examinations or laboratory test performed. At the time of contact, it was indicated that the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.